Event description:
Customer's wife reported hospitalization due to high blood glucose. Customer has been hospitalized for three days. The blood glucose reading at the time of the event was 585 mg/dl. Customer had frequent urination, headache and nausea. Caller stated that customer had high blood glucose for two days. Hospital treated with manual injections. During troubleshooting, the high pressure test failed due to motor error alarm appeared instead of no delivery. The high pressure test was performed twice. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.